Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation was confirmed. One unpackaged ar-1588rt-2j batch 15293570 was received for evaluation. Visual inspection revealed that the suture loop system was broken. The remaining sutures showed signs of fraying and exposed filaments. No damage or sharp edges were noted on the button. Functional testing was conducted by manipulating the remaining suture within the button to assess for resistance or sharp edges. No issues were identified. The most likely cause of the reported failure is user error. Excessive force applied to the shortening suture strands and/or tensioning the strands out of alignment with the bone socket may result in strand breakage and impair the ability to fully seat the implant.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl surgery the suture tore during insertion. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.